Event description:
A hospital reported to our distributor that the rt200 adult breathing circuit ("the breathing circuit"), when connected to the mr850 humidifier, caused the mr850 to generate an alarm. Replacement of the breathing circuit solved the problem. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but a similar product is sold in the USA. Method: the electrical resistance of the heater wire in the inspiratory tube of the breathing circuit was tested using a multimeter. Results: the resistance of the heater wire in the inspiratory tube is an open circuit due to a break in the connection between the heater wire and one of the connector pins. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. Improvements were made recently to crimping machines on the production line. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. This breathing circuit was manufactured after the date of improvements. The effectiveness of the corrective action implemented is currently being monitored. Our monitoring and trending of open circuit heater wires in breathing circuits has a rate of occurrence worldwide for the last year of 0.0022%.